Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: 69, male. Date and name of the index surgical procedure unk. The diagnosis and indication for the index surgical procedure? Unk. On what tissue was the suture used? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk how many days post-op did the patient present with symptoms? 3. How many days post-op was the suture removed? Unk. Other relevant patient history/concomitant medications product code? Unk. Lot was reported as ¿20181106¿. Please clarify the lot number involved- unk if applicable, will product be returned, return date, tracking information - no what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient¿s current status? Unk.

Event description:
It was reported that a (B)(6) male patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the patient suffered from erythema and inflammation on the incision spot after sewing in an unknown surgery. The suture was removed and debridement was given. The patient's condition has improved. Post-op inflammation was reported. Additional information has been requested.